Manufacturer narrative:
A ge service representative performed an onsite investigation. The kv controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of communication error. The fse determined the cause of the problem to be faulty kv controller pcb. The fse replaced kv controller pcb and verified system functionality. The kv control board is one part of the x-ray generator, it provides driver signal for the igbt, snubber, kv feedback control, exposure control, kv value set, and protect circuit and error signal output. A failure of the kv controller pcb can generate a communication error, replacing it resolves this issue. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This complaint does not represent a malfunction.